Manufacturer narrative:
The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous, moderately calcified, 80% stenosed, de novo lesion in the mid right coronary artery. The lesion was predilated with 2.75x12mm balloon at 8 atmospheres. The 2.75x28mm xience xpedition stent was deployed and a distal edge dissection was noted. A 2.75x8mm xience xpedition stent was used to cover the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.